Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while switching the pt from battery power to the power base unit, bent pins were found in the black power lead connector of the system controller. The system controller was then exchanged without incident. The pt remains ongoing on the lvad and no further issues were reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval. Upon review of the system controller log file, it was noted that a series of events were recorded at the end of the log file where the controller runtime clock was reset several times during what appeared to be a power exchange, and appeared to have resulted in an interruption in support even though no pt injury was reported. During functional testing of the system controller, the controller was connected to a test pump. The white and black power leads of the system controller were independently disconnected, and when attempting to run the system with only the black power lead connected, the pump stopped. Pins within the black power lead connector of the system controller were confirmed to be damaged, consistent with connector misalignment while attempting to connect to a power source. The broken pins should not have prevented connection to the same power sources used at the time of the event. The potential for interruption in support existed due to the damage to the black power lead of the system controller. A review of device history records showed no deviations from mfg or qa specifications. The MFR is currently addressing the broken pins through its corrective and preventive action system. No further info is available. The MFR is closing its file on this event.